Event description:
It was reported the device failed during a case as it quit cauterizing. The device was replaced and the procedure was reported to have been completed successfully. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The facility stated the device was not saved. As the complaint device was not returned, a conclusive root cause could not be determined and the reported event could not be confirmed. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: use error: thumb trigger button (activation button) not engaged throughout the entire seal cycle. Environmental disturbance: noise. Failure mode: active electrode short, electrical connections damaged. Barcode label/rfid tag part number mismatch to device model. Failure mode: device not properly cleaned. Environmental disturbance: contamination of device in pre-op inspection. The instructions for use (IFU) state: do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Do not use this instrument on vessels larger than 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Do not activate the ligasure system until the lever has been latched. Activating the system before latching may result in improper sealing and may increase thermal spread to tissue outside of the surgical site. Prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. Keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If the generator provides multiple power settings, use the lowest power needed to achieve the intended effect. Do not overfill the jaws of the instrument with tissue, as this may reduce device performance. Use caution during surgical procedures in which patients exhibit certain types of vascular pathology (atherosclerosis, aneurysmal vessels, etc.). For best results, apply the seal to unaffected vasculature. Energy based devices, such as es pencils or ultrasonic scalpels that are associated with thermal spread, should not be used to transect seals. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.